Manufacturer narrative:
Upon investigation, the issue was unable to be replicated. The unit was able to reach and maintain the setpoint. The filter also passed inspection. As a precautionary measure, the vacuum regulator was replaced and the unit was confirmed to function properly after replacement.

Event description:
User reported difficulty of device maintaining the setpoint, requiring the user to swap devices during the case. There was no patient harm; however, this type of event is considered reportable.